Manufacturer narrative:
Failure (event) observed during analysis as received, the lead was cut in two pieces. Analysis revealed outer insulation abrasions at 8.5 cm, 10.5 cm, and 15.5 cm from the distal tip electrode. The lead abrasion is consistent with that produced by friction with the ICD can.

Event description:
This report is to advise of an event observed during analysis.